Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump in water and received a cartridge alarm (alarm 1). Customer reloaded the existing cartridge and received a cartridge change error. During troubleshooting for the cartridge change error, a new cartridge was loaded and insulin drips were not observed out of the cartridge tubing during the load fill tubing sequence. Customer¿s blood glucose level during these events ranged between 300-398 mg/dl. Reportedly, the customer reverted to manual injections and insulin pens for insulin therapy.